Event description:
It was reported that the customer had to go to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was above 446 mg/dl. Caller stated that the customer ran out of insulin prior to hospitalization. Caller also stated that the customer have an episode of high blood glucose at physician office and was treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Unable to perform all functional testing including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to button error alarm.